Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6.2 cubie pocket had detected a duplicate address. A field service engineer (fse) found that all pockets in auxiliary drawer 6.2 showed multiple faults. The fse ejected all pockets and instructed the customer to recover each fault as if the pocket was not present. Medications were unloaded, pockets were reinserted, and each medication was loaded with a sign. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary cubie pocket duplicate address was detected. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.